Manufacturer narrative:
No conclusion code available; the reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to a low battery voltage. The low battery voltage was caused by premature battery depletion due to high current in the hybrid. The cause of the high current was an anomalous component on the hybrid.

Event description:
New information received indicates that the device was swollen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to be interrogated through inductive telemetry prior to implant during the implant procedure. The device was not implanted and an alternative was implanted instead without issue.